Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 100% battery life and became unresponsive. The customer stated blood glucose (bg) level was 236 mg/dl due to food intake. The customer had taken a bolus prior to the pump unexpected shut off. The customer stated to be "confident bg's are returning to target and feels fine". It was indicated that the customer would use manual injections as alternate insulin therapy.